Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non-calcified right common iliac vein. A 18-6/5.8/75 xxl balloon catheter was advanced for dilation. However, during first inflation at 2 atmospheres for 3 minutes, the balloon ruptured. Subsequently, another 18-6/5.8/75 xxl balloon catheter was advanced; but, during first inflation at 5 atmospheres for 2 minutes, the balloon ruptured as well. The balloons were removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.